Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown dose via an implantable pump for non-malignant pain. The patient mentioned that they had an infection post surgery and that it was finally resolved and they were able to get their first medication put into the pump last week. They stated that the infection was troubleshooted and they did not know the drug in the pump other then snail venom.